Manufacturer narrative:
The returned sample was visually inspected. The sparger assembly was not returned with the device. There were no other noted anomalies with the returned sample. The unit was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted from the large blue luer cap at approximately 250 mmhg. The cap was then loosened and retightened with a calibrated torque wrench to production specification. The unit was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted from the large blue luer cap at approximately 650 mmhg. The cap was then loosened and re-tightened by hand. No leaks were noted when the unit was pressurized with air to approximately 1030 mmhg and submerged in a water bath. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit or inside the pouch. The retention sample was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted at approximately 700 mmhg. The cap was loosened and retightened with a calibrated torque wrench to production specification. The unit was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted from the large blue luer cap at approximately 550 mmhg. The complaint was confirmed and the root cause for this event is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing inadequate seal leading to a leak.. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility report to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, there was a leak from the shunt sensor when it was attached to the bpm probe. No patient involvement as this occurred during set up. Product was changed out. Procedure completed successfully.